Event description:
It was reported that the pt was not able to turn the implantable neurostimulator's stimulation off using the programmer. The pt used the device only during the day. No info was provided related to the pt's outcome. Add'l info was requested but not available as of the date of this report. A follow up report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).